Event description:
It was reported that the patient presented for an elective replacement surgery. Prior to the procedure, upon interrogation, it was noted that the atrial lead exhibited noise over-sensing and low pacing impedance. The atrial lead was capped on (B)(6) 2024. The patient was ins table condition.